Event description:
Acct reports that the female luer lock on the 22micron filter separated resulting in minimal blood loss. Unsure if tubing separated resulting in minimal blood loss. Unsure if tubing got caught on the bed or in the bed covers. No injury to the pt occurred.